Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information was obtained indicating that high threshold was due to dislodgement. Furthermore, dislodgement was confirmed by using the programmer, pacing system analyzer (psa) and fluoroscopy that determined it was unable to pace at high outputs. This rv lead was repositioned. No additional adverse patient effects were reported.